Manufacturer narrative:
Device evaluation: lens was returned dry in a mirco-centrifuge vial, with clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (reside on lens). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens. Patient code: (B)(4) significant reduction of irido-corneal angles. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.5/+1.0/095 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.